Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 460 mg/dl at the time of incident. Customer¿s different blood glucose levels were 280 mg/dl, 388 mg/dl, 466 mg/dl and 522 mg/dl. Customer treated with treated with insulin pump and manual injection. Customer feels the insulin pump was not giving insulin properly. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Customer troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.